Event description:
Boston scientific received information that the physician suspected the white seal plugs of the new headers on these cardiac resynchronization therapy defibrillator (crt-d) caused decubitus ulcers (lesions caused by many factors such as: unrelieved pressure; friction ect.) In some patients. This physician noted he prefers to implant devices on the reverse side. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.